Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The blood glucose level was 8.9 mmol/l at the time of incident. Customer states they see fluid under the lcd. The insulin pump will be returned for analysis.